Event description:
Legal counsel for patient alleges patient underwent a bilateral total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel reports patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion and metallosis. Legal counsel further reports a right hip revision procedure was performed on (B)(6) 2013 and a left hip revision procedure was performed on (B)(6) 2013. Review of invoice history indicates the head and taper adapter were removed and replaced on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient alleges patient underwent a bilateral total hip arthroplasty on (B)(6), 2008. Subsequently, legal counsel reports patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion and metallosis. Legal counsel further reports a right hip revision procedure was performed on (B)(6), 2013 and a left hip revision procedure was performed on (B)(6), 2013. Review of invoice history indicates the head and taper adapter were removed and replaced on (B)(6), 2013. Additional information received in patient medical records indicates that left hip revision procedure performed on (B)(6), 2013 noted local tissue staining consistent with metallosis; fluid and evidence of trunnionosis. Additional information provided in patient medical records indicate patient's blood test results. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ the following sections could not be completed due to the part/lot information could be: category number ¿ us157858, lot number - 737760, expiration date ¿ april 30, 2018, manufacture date ¿ april 16, 2008. Or the part/lot information could be: category number ¿ us157858, lot number - 860150, expiration date ¿ september 30, 2017, manufacture date ¿ september 14, 2007. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2014-01565/01569, 01697).